Manufacturer narrative:
Patient' s date of birth unavailable. Device expiration date and complete UDI # unavailable. Device manufacture date unavailable, due to unavailability of device lot number.

Event description:
Prophylactic lead extraction case involving removal of an rv lead due to recall. The patient had two other leads, an ra and an lv that were being left in place. An lld and 14f glidelight were used to begin the extraction, but the physician experienced little progression past the innominate region. The physician then upsized to a 16f glidelight sheath but failed to progress beginning at the svc curve. Physician then switched to a 13f tightrail device and had success getting around the svc curve, but patient's pressure dropped during the time the tightrail was in use. Rescue efforts commenced immediately including sternotomy. An svc tear was discovered and successfully repaired. Patient survived the procedure.